Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "ruptured" devices. Patient additionally reported "had breast cancer prior to the devices¿; this event is not related to the device. Device has been explanted. This record is for the right side.